Event description:
It was observed that during the device evaluation, the video system center exhibited no image was produced when 180 series scope was connected and also presented signs of foreign material in the front socket. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of an image being produced and dirt (initially reported/described as foreign material) on the front side socket could not be identified. However, it¿s likely the cause of an image not being produced is related to a faulty patient board set. The event can be prevented by following the instructions for use which state: [6.3 connection of an endoscope] -make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. [8.1 care] -do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. -when the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result. Olympus will continue to monitor field performance for this device.